Event description:
During implant procedure, functional under-sensing and inappropriate automatic mode switch were observed on the device. The device was reprogrammed and successfully implanted to resolve this event. The patient was stable.